Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the 1680-030, invisitrace adult monitoring electrode (600/cs), caused red raised circles and skin irritation per the patient on (B)(6) 2022. The patient stated that they had consulted a clinician and was prescribed triderm cream to apply to the affected area. Patient stated that they have both sensitive skin and allergies with adhesives and metals. Per the distributor the patient was offered alternative sensitive skin electrodes for monitoring period completion. No further information, including patient¿s current status, has been received to date. This report is being raised on the basis of injury due to patient being prescribed medication by a clinician for medical intervention.

Event description:
The distributor reported on behalf of their customer that the 1680-030, invisitrace adult monitoring electrode (600/cs), caused red raised circles and skin irritation per the patient on (B)(6) 2022. The patient stated that they had consulted a clinician and was prescribed triderm cream to apply to the affected area. Patient stated that they have both sensitive skin and allergies with adhesives and metals. Per the distributor the patient was offered alternative sensitive skin electrodes for monitoring period completion. No further information, including patient¿s current status, has been received to date. This report is being raised on the basis of injury due to patient being prescribed medication by a clinician for medical intervention.

Manufacturer narrative:
The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. There are six complaints for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that the electrode site should be dry before electrode application. Fluids, including skin cleansing solutions, lotions or soapy water may cause skin irritation and loss of adhesion. Keep electrode site dry. Rapid removal of the electrode from the patient may cause skin damage, if the electrode is difficult to remove, use alcohol on long term electrodes to moisten the adhesive-skin interface. The use of water will facilitate the removal of repositionable electrodes. This issue will continue to be monitored through the complaint system to assure patient safety.